Manufacturer narrative:
The investigation is ongoing and upon completion a supplemental report will be submitted accordingly.

Event description:
A patient underwent an ablation procedure using the vascade mvp and returned 50 days post-operatively, presenting with bleeding at the access site. Upon further examination, it was found that collagen was exposed through the skin at 2 out of the 4 access sites. During the first attempt to remove the exposed collagen, only a portion was retrieved. The doctor then widened the access site to remove the remaining collagen, cleaned the area, and performed hemostatic treatment using a non-haemonetics device.

Manufacturer narrative:
This supplemental is being submitted to provide investigation results. Haemonetics made multiple attempts to retrieve the device from the customer with no result. The root cause of the reported complaint cannot be determined at this time; it is not possible to determine if there was a defect related to the manufacturing of the disposable without a sample for evaluation.